Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the system controller having dim pump running light emitting diodes (leds) was confirmed; however, the reported event of a quiet audio alarm was not confirmed. There were no notable alarms pertaining to the audio being soft in the log file. The pump maintained a speed above the lsl without issue while the driveline was connected indicating that the pump was running regardless of the leds being dim. The system controller, serial number (B)(6), returned for analysis. The controller was functionally tested and found to operate as intended during analysis. No atypical alarms were produced during testing. The controller was able to support pump function for extended period of time. The speakers were visually inspected, and no debris was observed. The speakers on the controller were individually tested with a sound meter, while a self-test was performed on the controller, and were above the minimum decibel level per design. A root cause for the reported quiet alarm was not conclusively determined through this analysis. A corrective action was initiated to address this dim leds issue, (B)(6) was manufactured prior to the implementation of that corrective action. Device history records was reviewed and showed no deviations from manufacturing or quality assurance specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use section 8-¿equipment storage and care¿ and heartmate 3 patient handbook section 6-¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller. Heartmate 3 instructions for use section b-¿technical specifications¿ explains that the correct audio level specification for controller advisory and hazard alarms is ~85 db. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the system controller alarm was quiet which made it difficult to hear an alarm. Additionally, the green led light was dim. The system controller was exchanged.